Event description:
It was reported that the patient presented with l5-s1 discogenic low back pain. The patient underwent l5-s1 anterior lumbar interbody fusion procedure using lt cage and rhbmp-2/acs. No patient complications were noted. Reportedly, sometime post-op, the patient developed unspecified injuries.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were im planted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.